Event description:
It was reported to philips that the arm radiation shield fell down. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the arm radiation shield has collapsed. Upon troubleshooting fse found that the balanced arm radiation shield was unable to secure itself due to a defect in the balanced arm. To resolve the issue, fse replaced the ceiling-mounted radiation shield. The defective cell mounted rad shield was returned to philips for analysis and found the loose and broken off element. The system was returned to use in good working order. The codes were updated based on the investigation outcome.